Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the defibrillator coil measurements through the new implantable cardioverter defibrillator (ICD) were greater than 200 ohms despite normal testing during the procedure. On closer inspection, the operator did see an internal lead fracture. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.